Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the first minute of therapy, the pressure dropped suddenly. The surgeon added additional fluid, however, the device was unable to maintain pressure throughout case. The pressure range was from the 160&apos;s to the 30&apos;s. The surgeon removed the fluid from the catheter and withdrew the device to examine the balloon and noted a leak. The starting volume was twelve to fifteen cc. There was a two cc deficit accounting for additional fluid instilled. A second device was used to complete procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The catheter was found to have a hole in the balloon.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.